Event description:
The rep further reported that the adaptor only had an empty box (manual) without any product inside was discovered in an implantable neurostimulator (ins) replacement surgery.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a product issue. The adaptor was missing in the sealed package. A back-up adaptor was used to resolve the issue and to continue the operation. If additional information is received, a follow up report will be sent.